Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a false susceptible ertapenem result for a (B)(6) survey sample (distribution (B)(6), sample (B)(6)) in association with the vitek 2 ast-n192 test kit. Repeat test obtained the same result. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated; internal biomerieux stock of the (B)(6) sample will be used.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Investigational testing included: vitek® 2 gn ID: confirmed organism as escherichia coli. Agar dilution (ad): ertapenem mic <= 0.5mg/l susceptible. Broth microdilution: ertapenem mic = 2 mg/l resistant. Vitek® 2 ast-n192 (customer lot & random lot): ertapenem mic <= 0.5mg/l susceptible for both card lots (customer and random). The investigation duplicated the customer result of mic <=0.5 mg/l susceptible. The vitek® 2 ast-n192 mic (<=0.5) correlates to the reference mic of agar dilution (<=0.5). The investigation concluded the vitek® 2 ast-n192 cards are performing in accordance with specifications. Note: in the analysis report from (B)(6) survey ((B)(6), strain#(B)(6)), the results obtained for approximately (B)(6) participants were (B)(6) false susceptible for ertapenem.